Manufacturer narrative:
The ferr reagent lot number was 736711. The expiration date was not provided. The ft4 IV reagent lot number was 769115. The expiration date was not provided. The calibration for ferr was last performed on 20-may-2024 and was acceptable. The calibration for ft4 was last performed on 16-may-2024 and was acceptable. Qc recovery was within the assigned ranges prior to the event for both assays. The customer repeated ferritin qc in the afternoon on the day of the event and it was out of range. Ft4 qc was not repeated. The alarm trace did not show any abnormality. The field service engineer found a failure in the syringe seal causing bubbles in the cleancell syringe. He replaced the syringe seal and verified no further bubbles were present. The cause was due to a syringe seal failure. The service actions (replacing the syringe seal) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient serum/plasma sample tested with elecsys ferritin (ferr) assay and 4 patients' serum/plasma samples tested with elecsys ft4 g4 (ft4 IV) assay on a cobas 6000 e601 immunoassay analyzer. Sample 1 (patient 1) was tested for ferr: initial result: 8.30 ng/ml (accompanied by a data flag). Repeat result: 9.41 ng/ml (accompanied by a data flag). Sample 2, sample 3, sample 4, and sample 5 were tested for ft4 IV. Sample 2 (patient 2): initial result: 4.29 ng/dl. Repeat result: 1.38 ng/dl. Sample 3 (patient 3): initial result: 2.34 ng/dl. Repeat result: 0.953 ng/dl. Sample 4 (patient 4): initial result: 2.97 ng/dl. Repeat result: 1.00 ng/dl. Sample 5 (patient 5): initial result: 2.69 ng/dl. Repeat result: 1.08 ng/dl. Qc issues prompted the customer to repeat the samples. The repeat results were deemed to be correct.